Event description:
Following lasik surgery, this pt exhibited a 2.25 diopter increase in astigmatism in the right eye at 3 months post-op an enhancement was performed more that two years later. At one month post-op enhancement, the pt exhibited an increase on 1.75 diopters of astigmatism.